Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, one of the suture broke off the needle so another one was opened to complete the procedure.